Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the implantable cardiac monitor (icm) presented low in the chest and upon sitting up the device could be seen at the wound site. It was also reported the patient developed an infection. The patient complained of discomfort, bruising, and swelling around the device site. The icm was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was lost in transit from one location to another. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.